Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing causing pacing inhibition on the right ventricular lead. Patient's left ventricular lead also exhibited dislodgement and noise. Both leads were capped. Only the right ventricular lead was replaced. Patient was discharged after the procedure.

Event description:
New information received noted that the right ventricular lead also exhibited an insulation anomaly.